Event description:
The ministry of health (moh) reported that a review of cases between may 2005 and february 2006 identified 39 events of fusarium keratitis. Of the 39 reported events, 34 patients reported to have used bausch & lomb renu contact lens solution before their symptom onset. Subsequent information received from the moh on 3/30/06 indicated there are a total of 69 cases of which 60 patients allegedly were using a renue solution.